Manufacturer narrative:
Device expiration date unknown as lot number not provided by the complainant. Device manufacture date unknown as lot number not provided by the complainant. This MDR is being filed beyond the 30-day reporting requirement due to our initial assessment resulting in the opinion that the complaint allegations arising from this lawsuit were too vague and not specific enough to form a conclusive decision. After further thought and review, this MDR is being filed. Thus far, investigation into this claim has included. A review of the claim allegations. A review of the cbi complaint system which did not identify any previous complaints matching the provided details. A search in the shipping system indicated that j-stfk-8-2x40 has been shipped to (B)(6) hospital in a time frame that would correlate with the given surgery date; however, a specific lot number could not be identified as there have been multiple shipments of the product. Reassessment of the ae reporting decision tree in which a determination to file an MDR was made. Incident investigation committee discussed appropriate wording for an MDR submission given the vague details of the claim, and a review of the biodesign surgisis tension-free urethral sling IFU fp0015-3c. The biodesign tension-free urethral sling IFU fp0015-3c notes that "the following complications are possible with the use of surgical graft materials: bleeding, infection, adhesions, sterile effusion, chronic inflammation, allergic reaction, and delayed or failed incorporation of the sling." In addition, the IFU states that "complications of any sling placement procedure include: voiding dysfunction, bladder perforation, de novo urgency, erosion, persistent incontinence, urinary retention, and urinary fistula. If conditions of infection, inflammation or allergic reaction cannot be resolved, consider removal of the sling." No further details are available at this time. The investigation into this report remains ongoing. If/when additional information is obtained a follow-up report will be filed.

Event description:
The patient was reportedly implanted with the biodesign tension-free urethral sling to treat her stress urinary incontinence. The surgery was noted as taking place at (B)(6) 2010. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/ to what extent intervention was performed, specific correlation between device performance and alleged injury current patient status.